Event description:
Literature was reviewed regarding a retrospective study "clinical predictors of speech changes after subthalamic neurostimulation in parkinson's disease. Only medtronic manufactured devices were implanted in the study population. The following medtronic devices were used: itrel ii, soletra, kinetra ins' no deaths were recorded in this study. Adverse events in the study included: it wasreported that 18 patients experienced surgical complications responsible for persistent neurological sequelae (i.e. Symptomatic brain intracerebral or intraventricular hemorrhage, ischemic infarction, extradural hematoma. It was reported that 14 patients experienced electrode misplacements. It was reported that 138 patients did not show any change of their speech symptoms. It was reported that 73 patients had worsening of speech at the 1 year mark after implant.

Manufacturer narrative:
Continuation of d10: product ID: 3389, lot# unknown, product type: lead, product ID: 3389, lot# unknown, product type: lead, product ID: 7426, serial# unknown, product type: implantable neurostimulator, product ID: 7426, serial# unknown, product type: implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown, product ID: 3389, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.